Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast prosthesis after an in-office visit with their health professional. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information pertaining to the identity of the medical device. 420 cc mentor smooth round high profile saline breast implant catalog: 3503420 lot: 5606796 on (B)(6) 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on (B)(6) 2022. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).